Event description:
International affiliate reports patient heard a clicking sound when laying down but had no pain or neurological symptoms. MRI revealed that one pedicle screw was broken. During revision surgery, it was noted that both the left and right sided screws at the s1 level were completely sheared. The devices were implanted in 2008, the exact date unknown. See mfg medwatch reported no. 1526439-2011-00111 for the second screw that was involved in this event.

Manufacturer narrative:
Depuy spine has requested the return of the broken screw for evaluation. A follow up report will be submitted upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The screw was not returned for evaluation. Review of the device history record cannot be performed as the catalog number and lot number are unknown. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.